Event description:
Info received related to a trial conducted outside of the u.s. Stating that re-ptca was performed at two different times, most likely due to restenosis, and the actual date of the implant is unk at this time. First in 2004, second 2 months later, and both procedures were in the distal part of rca.